Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the fluid warmer was leaking. Patient involvement unknown.

Event description:
Additional information received via email. The event occurred on (B)(6) 2023. No adverse patient effects were reported by the customer.

Manufacturer narrative:
B3; b5 and h6. Health impact and evaluation codes: updated.

Manufacturer narrative:
Other text: one warmer device was received for investigation. During visual inspection the device was observed to have a damaged lcd and auxiliary outlet. The reported issue was confirmed during functional testing, when leakage was observed in the block assembly. The investigation determined that the leaking assembly was faulty, but could not attribute a root cause for this condition. As no manufacturing root cause could be identified, no review of manufacturing device history records was conducted. A review of device service history identified this device returned within 2 months of prior repair in (B)(6) 2023 where the block assembly was replaced to specification. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The circuit board, block assembly, and auxiliary outlet were all replaced and preventative maintenance was performed.